Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during testing, when they tried to coagulate with the handpiece, it would go to cut instead and when used for cutting, it would still go to coagulate. No patient involved

Manufacturer narrative:
One device was received for evaluation. The returned sample did not meet specification as received by medtronic. Details regarding a visual inspection were not provided. The reported condition was confirmed. The investigation identified the root cause of the reported event to be the steering relay board. The steering relay board was replaced to address the condition. An additional failure was found during the investigation. While the unit was being safety tested, the power supply failed causing c3 to short out. The investigation could not determine a root cause or a probable root cause for the failure. The power supply was replaced to address the condition. If information is provided in the future, a supplemental report will be issued.